Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4) applies to lead (lot# unknown) only. (B)(4) applies to lead (lot# unknown) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient had a rough time last night,said their bottom was sore, and had a lot of leakage so they took loperamide which helped with their leakage. The next day, patient added that they felt pinching and was uncomfortable. They also haven't had any bowel movements and have noticed an increase in urinary urgency. On (B)(6) 2017, patient said their gold wire is about a foot out and another wire is coming out. As a result, they were redirected to their healthcare provider (hcp). The patient reports another incident happened the night prior with fi and they need to take loperamide again. The next day, they said their tape was changed because it was irritating them and the wire was securely taped to their back. They took loperamide again the night prior. On (B)(6) 2017, patient reports their "abdomen is so bloated and painful and I have black tar-ish stool and it hurts constantly." This started shortly after the trial "when I raised the stimulation, but then it got better but then it came back today and my stool is black and tar-ry and its blacker than black." They do not feel stimulation right now and no trauma/falls were reported. Patient had their wire "get pulled out about 10 inches, so I don't know if I'm bleeding internally or have an infection or what's happening, it happened within days of having this put in." As a result of what was reported, the patient was redirected to their hcp. No further patient complications have been reported as a result of this event.